Event description:
The user reported the cable was broken. No other details regarding the nature of the event was provided. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.